Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed with a rotapro 1.25mm and a rotawire. During the procedure, it was noticed that the rotapro 1.25mm burr would repeatedly become stuck on the guidewire. The burr and guidewire were removed and replaced with different devices. The procedure was completed successfully with these new devices with no patient complications.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was attached to the advancer unit, when received. The rotawire from the related complaint was also received within the device. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found no damages or defects. The returned rotawire was able to be removed with resistance due to severe kinking and twisting damage in the wire body. The wire was not able to be reinserted into the rotapro device due to the kinking/twisting damage. In order to determine the compatibility of the rotapro device with a rotawire, a test wire was used. The test wire was able to be inserted and removed from the rotapro device with no resistance or issues. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance due to the kink and twisting damage on the wire but was not able to be reinserted into the device.

Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed with a rotapro 1.25mm and a rotawire. During the procedure, it was noticed that the rotapro 1.25mm burr would repeatedly become stuck on the guidewire. The burr and guidewire were removed and replaced with different devices. The procedure was completed successfully with these new devices with no patient complications.